Event description:
The dialysis facility reported that a consumer experienced itchiness and pain to his hands. The consumer's hands were exposed to citrasate acid conc. K2, ca2.5 4/cs when he delivered the product. The driver also commented that this could have been caused from exposure to a soap he used to wash his hands with. The consumer has recovered. The sample is available to be returned to the MFR.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.